Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. Surgical intervention was performed, and the crt-p was explanted and replaced. No additional adverse patient effects were reported. The crt-p was discarded at the hospital and will not be returned back to boston scientific for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.